Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there was no description of the device's malfunction.

Event description:
On november 9, 2020, olympus medical systems corp. (Omsc) received literature titled "safety and feasibility of simultaneous endoscopic submucosal dissection for multiple gastric neoplasias". The purpose was to evaluate the safety and feasibility of simultaneous esd for multiple gastric neoplasia. Although omsc could not confirm whether 84 bleedings during esd with or without blood transfusion occurred, in the literature, it was reported that 84 bleedings were observed in 94 patient treated gastric adenomas or early gastric cancers among by esd simultaneously (multiple group), and 1729 patients treated with esd for a single lesion (single group) from (B)(6) 2008 to (B)(6) 2011 at a single tertiary teaching hospital in (B)(6). The author wrote, "bleeding was defined as (a) intraoperative bleeding that required blood transfusion, (b) clinical symptoms such as melena or hematemesis or (c) a decrease in hemoglobin level >2 g/dl following procedure¿, and also ¿endoscopic hemostasis was performed with a hemoclip or hemostatic forceps for bleeding or an exposed vessel.¿ the esd procedure was performed using a needle knife (manufacture unknown) and an insulated-tipped knife (kd-610l; olympus), but it was not found whether the surgeon used a needle knife or an insulated-tipped knife when the bleedings occurred. Based on the available information, a direct relationship between the olympus product and the observed adverse event could not be determined. However, we assumed that the bleedings might occurred during the esd used the knife. Also, in the literature it was reported that 6 perforations were observed. The author wrote, "a diagnosis of perforation required direct endoscopic visualization of mesenteric fat or radiographic evidence of free¿, and also ¿the majority of perforation events were minimal and conservatively managed (39 out of 45 cases in the single group and all 4 cases in the multiple group).¿ there was no information about the other 6 perforations in the single group in the literature. The esd procedure was performed using a needle knife (manufacture unknown) and an insulated-tipped knife (kd-610l; olympus), but it was not found whether the surgeon used a needle knife or an insulated-tipped knife when the perforations occurred, and whether the perforations occurred during or after a procedure. Based on the available information, a direct relationship between the olympus product and the observed adverse event could not be determined. However, we assumed that the perforations might occurred during the esd used the knife. Therefore, omsc will submit 2 medical device report (MDR) of the single use electrosurgical knife for 84 bleedings and 6 perforations respectively. This report is regarding to the perforations.